Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Ana.nova ii ce insert 44 dia 36 delta is a third party manufacturer device. Legal manufacturer is: intraplant mödling, austria.

Event description:
It was reported that, after a right thr surgery, done on (B)(6) 2011, the patient experienced a splintering of an ana.nova ii ce insert. This issue was resolved via a revision surgery, on (B)(6) 2020, in which the ana.nova ii ce insert and the biolox forte ce ball head were explanted and replaced with an ana.nova pe dysplasia inlay and a depuy chrome cobalt femoral head. There was also a mention of debridement being performed during this procedure. The patient's health status after this is unknown, but intraoperative x-ray documentation showed that the implant was correctly seated.

Event description:
It was reported that, after a right thr surgery, done on (B)(6) 2011, the patient experienced a splintering of an ana.nova ii ce insert. This issue had not been noticed and was resolved via a revision surgery, on (B)(6) 2020, in which the ana.nova ii ce insert and the biolox forte ce ball head were explanted and replaced with an ana.nova pe dysplasia inlay and a depuy chrome cobalt femoral head. There was also a mention of debridement being performed during this procedure. The patient's health status after this is unknown, but intraoperative x-ray documentation showed that the implant was correctly seated.

Manufacturer narrative:
Results of investigation: it was reported that, after a right thr surgery, done on (B)(6) 2011, the patient experienced a splintering of an ana.nova ii ce insert. This issue was resolved via a revision surgery, on (B)(6) 2020, in which the ana.nova ii ce insert and the biolox forte ce ball head were explanted and replaced with an ana.nova pe dysplasia inlay and a depuy chrome cobalt femoral head. There was also a mention of debridement being performed during this procedure. The patient's health status after this is unknown, but x-rays showed that the implant was correctly seated. The explanted device was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.23, ed. 03/21) states in the section "femoral ball head revisions", it is indicated that "in the case of a revision involving a fractured ceramic component, femoral ball head and insert have to be revised. Remove all loose identifiable fragments and thoroughly irrigate and lavage the operative site." The available medical documents were reviewed. It is noted the dislocation and subsequent revision was related to a splintered nova dysplasia inlay (provided by a third party manufacturer); therefore, it cannot be concluded the dislocation and subsequent revision is associated with a mal performance of the s&n femoral head. The patient impact beyond the reported revision cannot be determined. The performed investigation does not lead to an accurately determined cause. There is no evidence that the reported devices failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. The need for further actions is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Corrected data: h6 (health effect - clinical code).